Event description:
It was reported, the patient sneezed and felt a popping noise following surgery. The surgeon reported there was a subsequent development of a perivalvular leak and aortic insufficiency and believed the patient may have popped a suture between the sewing cuff and annulus due to the sneeze. Two weeks postoperative, the valve was explanted and replaced with another tissue valve (model and sn unknown). During the procedure, no remarkable leak or evidence of any problems with the valve were noted.